Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2113301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when it was caught in calcified calcium. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The balloon lost pressure gradually when it was inflated. The ruptured balloon was removed intact from the patient. The vcd was prepped and used according to the instructions for use (IFU). The physician had achieved certification on the use of mynx closure devices and has used the device several times prior to this procedure. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. The device was used with a 6f non-cordis sheath introducer. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did have a bit of visible calcium and plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. Neither button#1 or button#2 were pressed. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured when it was caught in calcified calcium. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The balloon lost pressure gradually when it was inflated. The ruptured balloon was removed intact from the patient. The vcd was prepped and used according to the instructions for use (IFU). The physician had achieved certification on the use of mynx closure devices and has used the device several times prior to this procedure. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. The device was used with a 6f non-cordis sheath introducer. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did have a bit of visible calcium and plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. Neither button#1 or button#2 were pressed. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The syringe and the procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, a visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the returned device. A product history record (phr) review of lot f2113301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.